Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts were distorted, bunched, overlapping and lifted from the stent profile. Towards the centre of the stent, struts were severely bunched and dried media appeared to be protruding through the stent struts. The stent moved distally on the balloon over the distal markerband. Stent movement and damage most likely occurred when the stent came into contact with the guide catheter. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the exposed proximal part of the balloon. The proximal balloon wall was exposed for nearly 12mm. As part of the examination, the balloon was inflated to nominal pressure (11atm) and subsequently to rated burst pressure (rbp) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. No balloon leak or balloon rupturing was noted. No leaks were noted in any part of the delivery catheter. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2016. It was reported that balloon damage and advancing difficulties were encountered. The target lesion was located in the mid right coronary artery (rca). After a guide wire was advanced, a 3.00 x 32 synergy ii drug eluting stent was selected to treat the lesion. However during the procedure, the stent was noted to be slightly difficult to advance onto the guide wire. The device was removed and part of the balloon was protruding through the proximal part of the stent. The procedure was completed with a 3.0x24mm promus premier drug eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.